Event description:
A past low blood glucose event was reported by the customer, though the specific level was not provided and was displayed as "low." The customer consumed glucose tablets to address the low blood glucose.